Event description:
It was reported that the 9900 system will not boot. Another system was used for the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the surge suppressor board and ac power cord. The system was tested and found to be working as intended and placed back into service.